Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a damaged condition. During analysis, the motor not running error was found at the beginning of occlusion test. Main board was found misaligned due to pump been dropped. Service realigned main board, also cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: visual inspection showed a badly damaged lower left front panel of top case and the plunger tube seal had popped loose. A review of the event history log (ehl) identified motor not running. The root cause of the issue was a result of the customer's impact to the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: visual inspection showed a badly damaged lower left front panel of top case and the plunger tube seal had popped loose. A review of the event history log (ehl) identified motor not running. The root cause of the issue was a result of the customer's impact to the device. Updated h6: device and result code.